Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and without the device to examine, a definitive cause for the reported material rupture cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other 3.5 x 19 graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented for a planned heart catheterization. Atherectomy was performed in the right coronary artery (rca) which led to a vessel perforation. A 3.5x19 mm graftmaster stent was taken to the perforation, but ruptured with the first inflation. The stent was not deployed and the entire device was removed without reported issue. Another 3.5x19 mm graftmaster stent was taken to the perforation and deployed, but did not completely cover the perforation. An unplanned 4.0x19 mm graftmaster stent, was implanted, fully sealing the perforation. There was no adverse patient sequela. No additional information was provided.